Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the outside of both light guide lens and on the plastic distal end cover at the end of the jet tube. There was white foreign material inside of the tubes of the air/water tube, air/water cylinder, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in the initial report ¿ foreign material was discovered in the air/water tube, cylinder, and on the c-cover. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The investigation was unable to identify the foreign material. There was no physical damaged at the point where the foreign material remained, and although requests were made to the user facility, no details concerning the reprocessing practices could be obtained. It is possible that a compromised seal could have led to a device reprocessing issue and caused the foreign material¿s present. However, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.